Manufacturer narrative:
The customer has not responded to multiple follow up attempts for information and return of the product. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and follow the operating instructions supplied with equipment. Use of this device is limited to those physicians who, by means of formal professional training or sanctioned continuing medical education (including supervised operative experience), have attained proficiency in suction lipoplasty. Due to lack of information, no causal factors can be determined and no conclusions can be drawn. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. A review of manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Event description:
A user facility reported a patient burn with the vaser amplifier. More information has been requested and the file will be updated accordingly.